Manufacturer narrative:
D9: date returned to mfg.: 6/13/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the rubber seal at the plunger had entered the syringe pump, so the piston was very difficult to move¿ was verified by visual inspection. The problem was caused by physical damage to the device. Found bottom left corner of top case cracked, tube seal broken, check clutch and invalid syringe size alarm from alarm history. Actions taken because of the investigation findings are unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the rubber seal at the plunger had entered the syringe pump, so the piston was very difficult to move. Patient involvement was unknown.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.